Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery pack was defective. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery faults / charger faults is being investigated. As received, the battery would not charge in the charger or power on a monitor. A root cause investigation is currently underway at the supplier, itech. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.